Event description:
The device was being serviced by the manufacturer to correct mechanical damage that apparently occurred due to dropping or similar accident to the device. After the repair was completed, the device's status indicator intermittently showed a "do not use" indication.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The device was being serviced to correct mechanical damage that apparently occurred due to dropping or similar accident to the device. After the repair was completed, the device's status indicator intermittently showed a "do not use" indication. Investigation found that this problem was due to a failure on the device's mainboard. Replacement of this circuit board restored normal device operation. After repair, the device was fully inspected and passed all performance testing prior to being returned to the customer.